Manufacturer narrative:
Investigation summary bd received one photograph from the customer in support of this complaint. The attached photograph was reviewed and shows low draw volume level in the tube. Additionally, 20 retention samples were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was able to confirm customers indicated failure mode based on the photograph provided, however retained samples were satisfactory. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes low vacuum. This event occurred 10000 times. The following information was provided by the initial reporter: tubes had low vacuum so it got less volume of blood sample as expected.